Event description:
It was reported post op a laparoscopic gastric band procedure, the band tubing had to be repaired due to a leak. The port was replaced and the tubing was fixed with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.